Event description:
It was reported and confirmed that a pt's catheter had dislodged. The catheter had "backed out" of the intrathecal space. The treatment plan for this pt was to undergo a revision of (B)(6) 2011. No pt symptoms were reported; the pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the event took place approx. In (B)(6) 2011, and the cause was unknown. A CT scan with myelogram was performed on (B)(6) 2011 that concluded the distal catheter in the subcutaneous tissue of the back. A catheter revision was done and patient was in the hospital overnight. Patient outcome was reported as recovered without sequelae. Drug delivered via the device was morphine.